Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Additional information received states that this device was elective replaced with a reason of normal battery depletion. No adverse patient effects were reported from the procedure.

Event description:
Boston scientific received information that this patient was undergoing surgery. During the surgery a magnet with argon plasma coagulation was applied. When the magnet was applied, oversensing and 2-3 seconds of pacing inhibition was noted. It was noted that patient was pacer dependent.